Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photo submitted for evaluation. Bd received one catheter adapter assembly with the extension tubing and a miscellaneous needleless connector and one photo. Upon inspection of the unit, it was observed that the extension tubing was ballooned along the full length of the tubing confirming the reported defect. The clamp was also visually inspected and no damage or breaks were observed. The IFU states a maximum power injector pressure limit setting of 300 psi. Exceeding specification can result in the ballooning of the extension tubing. Based on the event description, the power injection was within the acceptable range. Ballooning of tubing may also occur if there is an obstruction or kinks in the tubing during pressure injection. An inspection of the extension tubing and its connections was performed. No manufacturing created occlusions were found indicating that the defect most likely originated due to use; however, it is possible that the occlusion was present and then moved under pressure. It is also possible that the allowed pressure was inadvertently exceeded or the tubing was accidentally kinked during use. Although the reported issue was confirmed, it could not be determined with certainty if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing ballooned and the clamp broke during the CT scan. The following information was provided by the initial reporter: "nexiva 20g 1.25" was inserted in ed and patient went to get a CT scan. The CT tech flushed the catheter with saline, clamped, unclamped and started to power inject through the device. The psi was set to 300 psi/ 2.5 ml/sec . The tech noticed the tubing starting to blow up and stopped the scan. The clamp broke- the contrast never made it into the patient."